Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (dmg belt conn) has been confirmed. Upon evaluation, the belt receptacle was pulled from the monitor case, damaging the j1001 connector. The root cause of the damaged receptacle and connector is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.